Event description:
Jaw broke during a case. No patient injury. Surgery was delayed 60-90 minutes to locate the piece. No additional medications were administered; patient had already been given routine antibiotics. X-ray was already in use; however, an extra x-ray was taken to find the piece. Patient is recovering well.

Manufacturer narrative:
Device will be sent to manufacturer for evaluation upon receipt.